Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with 400 units. The user successfully loaded a new cartridge. Additionally, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. The user unplugged the pump, re-plugged the pump into the power source, the alert cleared, and the pump was able to be charged. There was no reported impact to the user's blood glucose level.